Manufacturer narrative:
The device was returned and evaluated. It was confirmed that the microtip needle had separated from the rest of the handpiece. The fracture site did not immediately indicate a specific cause for the failure. Functional testing did not reveal any anomalies.

Event description:
During a procedure with the tenex system, a portion of the microtip needle separated from the rest of the hand piece. The needle piece was retrieved from the patient. The procedure was completed with another microtip hand piece. There were no patient complications.